Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain in her hip, it was also stated that there was a trunnionosis/metallosis suspected. Update (B)(6) 2017 der reviewed for reportability decision. An unknown duraloc locking ring was been added to the complaint. The harm for adverse tissue reaction has been removed as it pertains to the competitor product stem and head components. Complaint updated on: (B)(6) 201.